Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not provided/unknown. Patient's weight not provided/unknown. Device brand name unknown. Device catalog number and lot number not provided/unknown.

Event description:
It was reported that an unknown biomet abutment screw fractured inside of the implant. The screw could not be removed and the implant had to be explanted.

Manufacturer narrative:
A 3i t3 non-platform switched tapered implant (bost510) was received. Visual inspection of the returned product identified that an unknown 3i screw had fractured in the implant. There were significant gouges around the collar and the top external threads were rounded. The device malfunction has occurred and the reported event was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.